Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with a pocket erosion. The pt was hospitalized an the system was successfully explanted. No additional adverse pt effects were reported. The pt is currently on antibiotics prophylactically and a new system will be implanted at a future date.